Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. All operating currents were within specification and no unexpected weak battery alarm, low battery or off no power alarms were noted. The insulin pump functioned properly.

Event description:
Customer reported that she had received weak battery alarms and off no power alarms. The blood glucose reading was 118 mg/dl. Customer was assisted in clearing the alarms. She stated that she had a low of 48 mg/dl after bolusing for a blood glucose reading of 248 mg/dl. She stated that the reservoir and insulin pump showed no signs of physical damage. Customer declined troubleshooting for low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.